Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow. H3 investigation summary: the product was returned to ethicon for evaluation. (B)(4) were received for analysis. Product code 8521h. As per the sampling plan, a visual inspection was performed on (B)(4) samples, and no defects were found on the packages. The packets were opened, and the swage and attachment area were noted as expected. The sutures were dispensed without problems and examined along of the strand and no issues related to breakage sutures or anomalies were observed during the evaluation. Also, the functional test was performed using instron equipment and tensile force was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: 1. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? No. 2. Status of product return. Waiting for retun kit.

Event description:
It was reported that a patient underwent an unknown cardiac procedure on (B)(6) 2024 and suture was used. During the procedure, it was reported to the sales rep by the surgeon was reported that had another suture break during a procedure the evening of (B)(6) 2024. 4-0 prolene sh 8521h. Suture broke while suturing on the heart. Suture was saved and will be returned for analysis. Patient is stable with no consequence. No adverse patient consequences were reported. Additional information was requested.